Event description:
On (B)(6) 2026, the patient¿s (pt) prescribing eye care professional (ecp) reported that a patient (pt) has a scar in the left eye (os) from a ¿previous staph infection¿ in 2023 and was treated at a different facility. The ecp had little information, ¿about the development of the scar os as there was nothing going on in 2021 or at visit on (B)(6) 2023.¿ at the on (B)(6) 2023 visit, the pt was switched to acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cl) and had been wearing the brand at the time of the event. The ecp saw the pt in 2024 and at that visit, the pt mentioned having a scar os from a staph infection. On (B)(6) 2026, a call was placed to the pt who agreed to request the medical records from the treating ecp. On 20mar2026, medical records were received from treating ecp. The medical records were for a 2026 event. The medical records reflect an ¿ocular history os: keratitis with epi defect 2023¿ and note treatment of moxifloxacin 0.5% ¿od¿ (typographical error?) Every 2 hours while awake, start date on (B)(6) 2023, no discontinue date. On (B)(6) 2026, a call was placed to the pt¿s treating ecp and additional medical records were requested for ecp visits associated with a prior 2023 event. On 20mar2026, medical reports were received from the pt¿s treating ecp. Date of visit: on (B)(6) 2023: 2 weeks ago, the pt was at a ¿dirt track and when the wind same up the pt thought maybe something got between the cl and the os.¿ then a week later the pt went to a primary care provider (pcp) who thought ¿maybe the ecp saw a tear of the cornea.¿ the pcp prescribed erythromycin every 2 to 4 hours. No artificial tears. No cl use in 4 days. Os exam: visual acuity (va): dva/cc: 20/50; pin hole (ph): no improvement; intraocular pressure (iop): 16; conjunctiva: 3+ injection; cornea: infiltrate @ 11 o¿clock with small epithelial defect; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells. Impression/plan: keratitis os, new. Plan: infiltrative/secondary to cl overwear. Start moxifloxacin every 1 hour while awake today; every 2 hours tomorrow, then every 3 hours sunday until seen monday. Ok to use erythromycin ointment at bedtime. Date of visit: on (B)(6) 2023: pt is feeling better but not resolved. Vision is blurry, glasses not very good and not wearing cl. Os feels ¿pokey and watery¿. Pt did taper the moxifloxacin as directed. Has not used today, unsure of regimen. No eye pain. Os exam: va: dva/cc: 20/50; ph: no improvement; iop: 9 mm hg; conjunctiva: 1+ injection; cornea: infiltrate, epithelial defect, @ ~11 o¿ clock, epi defect 1mmv x .75mmh discreet cellular reaction; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells impression: keratitis os, improved. Plan: improved epi defect about 50% healed from friday. Continue moxifloxacin every 2 to 3 hours, return wednesday. Date of visit: on (B)(6) 2023 pt here for follow-up (fu). Os is improved, but not resolved. Less irritated and ¿pokey¿. Light sensitivity is still bothersome, but improved. Using moxifloxacin every 3 hours os. Wearing cl in od and glasses to read as needed (prn). No cl wear os. Os exam: va: dva/cc: 20/50; conjunctiva: 1+ injection; cornea: infiltrate, epithelial defect, fainter infiltrate, decreased epi defect; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells. Impression: keratitis os, improved plan: continue moxifloxacin every 3 hours until next visit, monday. Date of visit: (B)(6) 2023: pt here for fu. Os has improved and no longer feels discomfort. Still feeling mild sensitivity to light. Taking moxifloxacin every 2 to 3 hours. Wearing cl in od, but not in os. Os exam: va: dva/cc: 20/150; iop: 14 mm hg; conjunctiva: 1+ injection; cornea: no epi defect, infiltrative is fainter, mid periphery 11:00; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells. Impression: keratitis os plan: slow improvement of ¿k ulcer,¿ epi defect resolved. Moxifloxacin four times daily (qid) os. Appointment on friday. Consider further taper as pt continues to improve. Date of visit: on (B)(6) 2023: pt here for fu. Os irritation improving but woke yesterday morning with ¿lll swelling¿ and tenderness. Pt can see a bump under the lower lid when looking closely. Taking moxifloxacin qid os. Os exam: va: dva/cc: 20/200; pin hole (ph): 20/40; external: chalazion, ¿ll;¿ conjunctiva: 1+ injection; cornea: inactive paracentral infiltrate, on (B)(6) 2026, the patient¿s (pt) prescribing eye care professional (ecp) reported that a patient (pt) has a scar in the left eye (os) from a ¿previous staph infection¿ in 2023 and was treated at a different facility. The ecp had little information, ¿about the development of the scar os as there was nothing going on in 2021 or at visit on (B)(6) 2023.¿ at the on (B)(6) 2023 visit, the pt was switched to acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cl) and had been wearing the brand at the time of the event. The ecp saw the pt in 2024 and at that visit, the pt mentioned having a scar os from a staph infection. On (B)(6) 2026, a call was placed to the pt who agreed to request the medical records from the treating ecp. On 20mar2026, medical records were received from treating ecp. The medical records were for a 2026 event. The medical records reflect an ¿ocular history os: keratitis with epi defect 2023¿ and note treatment of moxifloxacin 0.5% ¿od¿ (typographical error?) Every 2 hours while awake, start date on (B)(6) 2023, no discontinue date. On (B)(6) 2026, a call was placed to the pt¿s treating ecp and additional medical records were requested for ecp visits associated with a prior 2023 event. On 20mar2026, medical reports were received from the pt¿s treating ecp. Date of visit: on (B)(6) 2023: 2 weeks ago, the pt was at a ¿dirt track and when the wind same up the pt thought maybe something got between the cl and the os.¿ then a week later the pt went to a primary care provider (pcp) who thought ¿maybe the ecp saw a tear of the cornea.¿ the pcp prescribed erythromycin every 2 to 4 hours. No artificial tears. No cl use in 4 days. Os exam: visual acuity (va): dva/cc: 20/50; pin hole (ph): no improvement; intraocular pressure (iop): 16; conjunctiva: 3+ injection; cornea: infiltrate @ 11 o¿clock with small epithelial defect; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells. Impression/plan: keratitis os, new. Plan: infiltrative/secondary to cl overwear. Start moxifloxacin every 1 hour while awake today; every 2 hours tomorrow, then every 3 hours sunday until seen monday. Ok to use erythromycin ointment at bedtime. Date of visit: on (B)(6) 2023: pt is feeling better but not resolved. Vision is blurry, glasses not very good and not wearing cl. Os feels ¿pokey and watery¿. Pt did taper the moxifloxacin as directed, has not used today, unsure of regimen. No eye pain. Os exam: va: dva/cc: 20/50; ph: no improvement; iop: 9 mm hg; conjunctiva: 1+ injection; cornea: infiltrate, epithelial defect, @ ~11 o¿ clock, epi defect 1mmv x .75mmh discreet cellular reaction; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells impression: keratitis os, improved. Plan: improved epi defect about 50% healed from friday. Continue moxifloxacin every 2 to 3 hours, return wednesday. Date of visit: on (B)(6) 2023: pt here for follow-up (fu). Os is improved, but not resolved. Less irritated and ¿pokey¿. Light sensitivity is still bothersome, but improved. Using moxifloxacin every 3 hours os. Wearing cl in od and glasses to read as needed (prn). No cl wear os. Os exam: va: dva/cc: 20/50; conjunctiva: 1+ injection; cornea: infiltrate, epithelial defect, fainter infiltrate, decreased epi defect; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells. Impression: keratitis os, improved plan: continue moxifloxacin every 3 hours until next visit, monday. Date of visit: on (B)(6) 2023: pt here for fu. Os has improved and no longer feels discomfort. Still feeling mild sensitivity to light. Taking moxifloxacin every 2 to 3 hours. Wearing cl in od, but not in os. Os exam: va: dva/cc: 20/150; iop: 14 mm hg; conjunctiva: 1+ injection; cornea: no epi defect, infiltrative is fainter, mid periphery 11:00; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells. Impression: keratitis os plan: slow improvement of ¿k ulcer,¿ epi defect resolved. Moxifloxacin four times daily (qid) os. Appointment on friday. Consider further taper as pt continues to improve. Date of visit: on (B)(6) 2023: pt here for fu. Os irritation improving but woke yesterday morning with ¿lll swelling¿ and tenderness. Pt can see a bump under the lower lid when looking closely. Taking moxifloxacin qid os. Os exam: va: dva/cc: 20/200; pin hole (ph): 20/40; external: chalazion, ¿ll;¿ conjunctiva: 1+ injection; cornea: inactive paracentral infiltrate, slightly depressed, 2 superior old infiltrates; tear film: normal; anterior chamber: deep and quiet; anterior vitreous: no cells. Impression: 1. Keratitis os plan: 1. Continue current eye drops/medications. Likely staph hypersensitivity. Restart erythromycin ointment at bedtime os x 1 week. Discontinue moxifloxacin drops. Start avenova lid hygiene. No cl wear for 1 week, then recommend limited wear. Consider photorefractive keratectomy (prk) or updated glasses. Plan: 2. Chalazion lll os, new. Start hot compress three times daily (tid) +. Return 1 month. No additional medical information has been received. No additional medical information is provided. The date of the pt¿s event is being reported as 01mar2023 as the exact event date is unknown. The os lot number is unknown. Is it unknown if the os suspect cl is available for return for evaluation as the event occurred in 2023. If any further relevant information is received, a supplemental report will be filed, as appropriate.